Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a procedure the catheter tip cracked and separated from the rest of the device. The clinician used a capture device to successfully retrieve the fragment from the patient. No additional injury on patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. A video was provided by the account. The video confirms a foreign body within the patient's right common iliac artery. The complaint is conformed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.